Event description:
The customer reported that m3046a slave monitor will not alarm. No patient harm was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.